Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high-definition lcd monitor intermittently shuts off by itself; however, lines display on the screen when it¿s turned on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely imaging issue was caused by device degradation. However, a specific cause of the lines in the image was not established at this time. Olympus will continue to monitor field performance for this device.